Event description:
The user facility¿s biomed reported for an automated impella controller (aic) that a controller failure occurred. There was no report of patient involvement, harm or injury.

Manufacturer narrative:
The investigation for the reported kbd/rotary knob issues issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs confirm the issuing of two controller alarms i.e (B)(6) 2023 15:20:56 imcgui: event set: #24 from 80 (0) and (B)(6) 2023 15:22:42 imcgui: event set: #24 from 80 (0). Device analysis: visual inspection of the console didn't reveal any loose connections. Console was tested using a script to monitor the communication between keyboard and the 4 in 1 over multiple recycles and hours of operation. Failure couldn't be reproduced. Per the results of the clinical review and investigation, the root cause could not be determined since the issue could not be reproduced during the investigation. This report is being filed as part of a retrospective review of historical records.